Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were not responsive and were harder. The customer¿s blood glucose level was unknown. The customer reported that when priming insulin squirts out from the infusion set rather than slowly draping. The customer also reported that the insulin pump received unexplained no delivery alarms, battery life diminished and screen was hard to read. The device will not be returned for analysis.